Manufacturer narrative:
E1: patient city: (B)(6) patient country: israel name of hospital: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the israel it has been reported that the patient was admitted to the hospital due to unresolvable blockages in the sets. The issue had been high blood glucose levels and under-delivery. The insulin flow was blocked, and the treatment for high blood glucose was insulin injection. The patient's blood glucose at the time of the incident was 560 mg/dl, and their current blood glucose value at the time was 200 mg/dl. The patient reported that hospitalization was required due to the blood glucose value, and they were admitted on (B)(6) 2024. The hospitalization had lasted until (B)(6) 2024. The reason for hospitalization was high blood glucose. The patient reported symptoms of a headache at the time of hospitalization. The patient tested for ketones, but no ketones were found. The reason for stopping the use of the insulin pump system was the insulin flow being blocked. The troubleshooting was performed by disconnecting and reconnecting the tubing connector to the reservoir. The patient did not have a plunger available. The alarm occurred during therapy, and the patient was not able to remove the set at that time to test the site portion of the infusion set. The pump was rewound, and a new reservoir was inserted. However, the insulin did not exit the tubing, and the pump alarmed. It was explained to the patient that the alarm was caused by a possible set or reservoir occlusion, and the product was replaced. No further information available.